Event description:
The facility's biomedical technician reported an infusion pump with failure code 25, found during set-up. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.